Manufacturer narrative:
An intralase field service engineer (fse) evaluated the device four days after event running mock procedures in glass slides and gel for 4 hours to attempt to duplicate the reported problem. He was unable to duplicate the reported problem. He sent glass slides to intralase for evaluation and these slides show a hinge was created in each slide. Additionally, 3 days later, another fse performed surgery support and did not observe any complications. The laser met all specifications and performed as intended upon arrival and departure. An intralase clinical application specialist (cas) has been in contact with the site investigating the reported issue. No other complications have been reported and no further intervention is planned.

Event description:
The intralase fs laser was used to create a corneal flap in the right eye for lasik surgery in 2007. Upon lifting the flap, it appeared there was no creation of a hinge. The doctor completed the lasik treatment, returned the flap to position and placed one suture to secure the flap. Patient was treated with topical steriods, antibiotic and a bandage contact lens (bcl) was placed. At one day post-op, the bcl was removed. Two weeks later, the suture was removed and the uncorrected visual acuity (ucva) was 20/20 in the right eye. The association between the event and the device is unk.